Manufacturer narrative:
Additional info received indicated that the customer had change the supplies and has had no further problems. The blood glucose level was good. The t:slim pump user guide indicates that the cartridge is contraindicated for use with products other than humalog and novolog. The product has not been returned for evaluation. Should new relevant info become available a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms during bolus delivery. The customer's blood glucose was 357 mg/dl. The customer was using apidra insulin. The customer had just received new vials of novolog insulin and will be using them instead of the apidra.